Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 400 mg/dl. He noticed the infusion set had a bent cannula. His blood glucose level got as high as 500 mg/dl. He declined troubleshooting. The device was not returned.